Event description:
I bought rexall brand breeze feminine care multipack tampons with compact applicator "17 regular and 17 super unscented" 34 count from dollar general in (B)(6). I used one super tampon and wore it for approximately 3 hours. When I went to change my tampon, the entire thing unraveled as I was removing it! Leaving parts of the cotton inside me! I had to attempt to pull it all out of me. I have never in 26 years of my life of being on my period had this happen to me with any tampon brand. Except this one. I usually do not buy this brand, but they were out of the brand I regularly buy at dollar general. This is frightening, unhealthy and extremely unsafe for consumers. I hope that I was able to get it all out, it just happened yesterday. I do not want any other consumers to use this product and become extremely ill or worse. What if a teenager uses this product and is too embarrassed to tell anyone this happened? And they don't retrieve all of the cotton from inside of them? Please recall this brand immediately. Reason for use: menstrual. The problem stopped after using the product, returned if the person started using the product again. FDA safety report ID# (B)(4).